Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the display gone blank when placing a new battery into insulin pump and it rejected the batteries. The customer stated there were no delivery alerts and buttons were hard to press. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no excessive no delivery or occlusion alarm, failed battery test alarm and unresponsive button due to blank display. Moisture damage keypad traces during visual inspection. Device received with corroded battery tube, cracked reservoir tube lip, cracked battery tube threads and cracked case from reservoir tube window corners. The test infusion set and reservoir does lock into place. (B)(4).